Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. It was reported that during use the cs100 intra-aortic balloon pump (iabp) had a issue of no arterial pressure waveform was displayed. A getinge field service engineer tested but no reproducibility. Fse have already explained to the hospital that it is not reproducible. There was patient involvement. No health damage reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) there was no arterial waveform on display. Operated with ECG trigger and transported to mie university hospital. Transferred to cardiosave at mie university hospital. The cardiosave displayed arterial pressure waveform and functioned normally. There was no health hazard.